Event description:
It was reported that the device was found to be pacing shortly after a refractory sense, and undersensing was suspected. It was felt that with these conditions, the device was in danger of pacing on the t-wave. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.